Event description:
It was reported that within a few weeks of implant, the patient complained of phrenic nerve stimluation, and it was determined that the left ventricular (lv) lead had dislodged into the superior vena cava. The lead was explanted and replaced. No further patientcomplications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4076 implantable pacing lead - 2013-(B)(6), 6935m implantable tachy lead - 2013-(B)(6). (B)(4).